Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of pinholes on the glue of the light guide lens could not be established. The cause of the remaining findings was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the ultrasound gastrovideoscope exhibited pinholes in the adhesive of the light guide lens and missing adhesive on the objective lens. No adhesive was present on the forceps cover. The distal-end screws were stripped. A cut was observed on the pink probe. There was no patient involvement.